Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to physical damage. The insulin pump was received with cracked case at battery tube threads, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay and with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the retainer ring and the o-rings were missing from the reservoir compartment. The customer's blood glucose was unknown. The insulin pump was returned for analysis.